Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. Based on external visual inspection, the receiver was determined to be in good condition. However, a "call tech support" error message was observed on the screen. The customer complaint was confirmed. Global receiver functional testing was performed the receiver passed. A review of the receiver data log found and found nothing related to the incident. The root cause was determined to be a defective component in the receiver's printed circuit board. This complaint was deemed reportable upon completion of device evaluation on 03/19/2015

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015 her receiver will not turn on. Patient did not report any injury or medical intervention.